Event description:
In 2009 at about 5 pm, a patient started to setup to self infuse vivaglobin. At about 6 pm, she started the pump. After about one hour, the pump had not "pushed" any vivaglobin into the plastic tubing and into her legs. They changed the "tube" holding the vivaglobin and transferred the vivaglobin to another tube. No change or transfer was noticed. Pt's spouse tried to hand force transmission of the vivaglobin by pushing on the tube. No amount of manual pressure resulted in flow. He changed the plastic tube and connector-freedom 60r f1200 made by rms medical products. Flow/transmission ensued and the self infusion was concluded in the normal time of about 90 minutes. We have retained the two parts-f1200. Dates of use: 2009. Diagnosis or reason for use: self infusion.